Manufacturer narrative:
The patient received 100 mg of aspirin as well as 75 mg of clopidogrel as part of the antiplatelet therapy. There was no evidence of any major adverse cardiac events during a 25-month follow-up period, post detection of late-acquired isa. The product, cypher select plus, is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the online korean circ j. "Extensive late-acquired incomplete stent apposition after sirolimus-eluting stent implantation", indicated that the patient was admitted with effort induced chest pain for a month and a total occlusion in the distal right coronary artery (rca) and proximal to mid left anterior descending (lad) artery. A 3.0 x 33 mm cypher was deployed in the distal rca at 20 atm. A 3.5 x 23mm and a 3.0 x 23 mm cypher were deployed in the proximal to mid lad. Nine months after the index procedure, ivus showed that there was remarkable separation between the stent struts and the vessel wall indicating the extensive development of the late acquired incomplete stent apposition (isa) in the stented segments of both lad and rca. The maximum and mean depth of isa in lad was 0.89 mm and 0.5 mm respectively, while that of isa in rca was 1.09 mm and 0.63 mm respectively. The length of isa in lad and rca was 34.2 mm and 26.2 mm respectively. Furthermore, focal stent fracture also existed within the stent body in rca. The stent strut-free length was 1.42 mm.

Manufacturer narrative:
As reported in the online korean circ j. 2010 jan;40(1):50-3. Epub 2010 jan 27 in "extensive late-acquired incomplete stent apposition after sirolimus-eluting stent implantation" nine months post index procedure a scheduled follow-up angiography was performed and subsequent ivus demonstrated late acquired incomplete stent apposition (isa) of a cypher implanted in the right coronary artery (rca) and two overlapping cyphers in the left anterior descending (lad) artery. There was no evidence of any major adverse cardiac events during a 25-month follow-up period, post detection of late-acquired isa. In addition, ivus at 9 months post index revealed there was focal stent fracture within the stent body of the cypher in the rca. There was in in-stent restenosis or luminal narrowing. At index procedure the (B)(6) male was admitted with effort induced chest pain for one month without any ischemic changes. Echocardiogram showed no regional wall motion abnormality with normal ejection fraction; however, there was significant st segment during the treadmill test. A multidetector computed tomogram revealed total occlusion with positive vascular remodeling at the proximal lad and middle rca. Angiography demonstrated a total occlusion in the distal rca and significant stenosis in the mid rca and proximal to mid lad. It was reported that dyslipidemia was the only cardiovascular risk factor at presentation. The patient underwent percutaneous coronary intervention (pci) with implantation of a 3.0 x33 cypher at 20 atm in the mid to distal rca. Minimal lumen diameter (mld) was indicated as 2.72mm. A 3.5x23 cypher and 3.0x23 cypher were implanted at 20 atm covering the proximal to mid lad with overlapping technique. The mld was 2.93mm. As outlined in the IFU the rated burst pressure of 16 atm should not be exceeded. Usage other than the approved labeling may involve risks not described in the labeling. At scheduled follow-up ivus showed that there was remarkable separation between the stent struts and the vessel wall indicating the extensive development of the late acquired isa in the stented segments of both lad and rca. The maximum and mean depth of isa in lad was 0.89 mm and 0.5 mm respectively, while that of isa in rca was 1.09 mm and 0.63 mm respectively. The length of isa in lad and rca was 34.2 mm and 26.2 mm respectively. Furthermore, focal stent fracture also existed within the stent body in rca. The stent strut-free length was 1.42 mm. The patient received 100 mg of aspirin as well as 75 mg of clopidogrel as part of the antiplatelet therapy. When comparing post stenting and follow-up ivus analysis, it was reported that the result suggest that positive vessel remodeling along all treated segments was the main mechanism of the observed late-acquired isa, which as stated by the author, is not a common phenomenon. It is reported that the main cause of the extensive isa in this case remains unclear; however, the authors postulate the drug or polymer hypersensitivity may be a contributing factor. Based on the reported information, although no conclusion can be made procedural and patient factors may have contributed to the reported incomplete stent apposition. The stents remain implanted and although a DHR review could not be conducted without a lot number, there is no indication from the information at hand that these events were design or manufacturing related; therefore, no corrective actions will be taken. It was reported that the 3.0x33mm cypher in the rca which was noted fractured at nine month follow-up was in a segment which had high angulation. It was unable to be determined whether the stent fracture was associated with isa or not. However, it was reported that there was no difference in the lumen area between segments of isa and stent fracture. The authors assumed that since there was no in-stent restenosis found in the fractured segments and the lumen area in the fractured segments was almost the same with the overall lumen area that it occurred after the whole drug had been released. The stent remains implanted and the lot number is not available; therefore a device history record review cannot be completed. Possible factors contributing to stent fractures are long lesions in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Typically the right coronary artery (rca) has more motion than other coronary arteries. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. Inspections are in place to prevent damaged products from leaving the facility. The stent remains implanted and although a DHR review could not be conducted without a lot number, there is no indication from the information at hand that these events were design or manufacturing related; therefore, no corrective actions will be taken.